Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that part of the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything (including after the tissue had been cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the tip of the tissue pad on the thunderbeat device had peeled off. There was no patient involvement.